Manufacturer narrative:
Investigation pending.

Event description:
Customer reports three (3) pts last night that had false positive troponin I (tni) results on triage profiler sob 25 test kit. Four (4) pts presented to the ed with elevated tni results. No other markers were run. Three (3) of the four (4) had negative tni results on the lab method.